Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separate guide wire tip remains in patient. Device issue: wire separation. It was reported that the procedure was to treat a heavily tortuous, calcified lad. There was difficulty getting the extra support guide wire down, and as it was being pulled back for better placement, the distal 3 cm of the guide wire separated. There were no attempts to retrieve the tip, as there were no patient effects. Reportedly, the vessel was already dissected, so there were many channels and the guide wire was likely going into these channels while they were trying to get to the lesion site. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - the case details state that the anatomy was tortuous and lesion was calcified, which may have contributed to the difficulty. The reported dissection could have trapped the guide wire. Per IFU, "do not: push, auger, withdraw or torque a guide wire that meets resistance... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage". It is possible that case circumstances contributed to the reported separation. However, since the device was not returned, a thorough analysis could not be performed, the separation could not be confirmed, and a definite cause for the separation could not be determined.